Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review. The manufacturer previously reported receiving information alleging a ventilator's pressure delivery fluctuated. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's blower, flow sensor assembly and air inlet path assembly were found to be contaminated. The device's air inlet path assembly, blower and flow sensor assembly were replaced to address the issue. The coding has been updated to reflect the fsn for sound abatement foam degradation.

Event description:
The manufacturer received information alleging a ventilator's pressure delivery fluctuated. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's blower, flow sensor assembly and air inlet path assembly were found to be contaminated. The device's air inlet path assembly, blower and flow sensor assembly were replaced to address the issue. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's sensor board was replaced to address the issue.